Event description:
Patient connected to home infusional pump of 5-fu on tuesday per standard operating procedures. Pump contained a volume of 230ml, (104 ml 5-fu and 126 ml ns) when patient came in thursday for disconnect, the pump had only partially infused its contents. Pump was examined by oncology pharmacist, rn and rn navigator. All connections/lines were checked and PICC line was patent. Oncologist was informed and ordered to dc the pump as is. The PICC line flushed well once pump was disconnected. It is estimated the patient received about half of his infusional dose of 5-fu (115ml).